Event description:
It was reported immediately following the surgery, the knee was very swollen. After therapy, the swelling only decreased minimally. A ligament procedure was performed (date unknown). The surgeon removed fluid 2 times via syringe. Surgeon requested pt see his primary care doctor. The primary care doctor examined the pt and drew blood. The doctor did not tell the pt that he had an infection. The pt reports constant pain since the day of surgery. Going up and down stairs is very difficult. The pt has a follow up appointment with his surgeon (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.